Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a superficial wound infection. The physician prescribed antibiotics to resolve this condition. Further information was received that surgical revision of the wound was eventually performed. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a superficial wound infection. The physician prescribed antibiotics to resolve this condition. This s-ICD remains in service and no additional adverse patient effects were reported.